Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Hurting gums [gingival pain]; inside of lips hurting [lip pain]; wounds - gums [gingival injury;] wounds - lip [lip injury]; tip of head broke off [device breakage]; tip of head broke off and hurt gums/lips [injury associated with device]. Case description: a female consumer of unknown age reported that while using an oral-b rechargeable toothbrush version unknown she has used for years, the tip of an oral-b brushhead, version unknown broke off in (B)(6) 2015 and hurt her gums and inside of lips. The consumer reported these wounds healed for over a week. The case outcome was recovered. No further information was provided.